Event description:
We were applying the described plate to a new patient for the first time. When the surgeon inserted the first 3.5mm bone screw it did not stop when the head of the screw engaged the compression hole on the plate; the screw continued to turn and went completely through the plate hole. We tried another 3.5mm bone screw (2mm shorter than first screw) in the same compression hole and had the same outcome. We then tried a locking screw through the same hole on the plate and it did engage the plate and sucked the plate down to bone. We then proceeded with two more locking screws in other holes on the plate and had no other issues.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.